Event description:
The customer returned the uretero-reno videoscope to the service center for a separate issue. During the device analysis, it was indicated that a chipped adhesive on the bending section cover and a sticky control unit were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the chipped adhesive on the bending section cover was due to degradation. Based on the results of the investigation, a definitive root cause could not be identified for the sticky control unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.